Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 4.5, lab: 3.3. Meter and lab results were performed within two hours of each other.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6)2010, inratio: 4.5, reference: 3.3, mean: 3.90, confidence limits: 2.3-5.7. Tests are performed within 2 hour lapse between two readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Conclusion: data analysis revealed inrs reported by end user has met accuracy criteria. The results are not considered discrepant within the context of the documented variability for inr testing. As of 05/24/2010, ten discrepant result complaints were reported for lot #224379 yielding a complaint rate of 0.024%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (0.07%), no further action is required at this time. On going trending shall be performed to determine if further action is warranted. Corrective action not required at this time.